Manufacturer narrative:
Testing and investigation found that the regulator closer was not properly seated; it was seated in front of the chassis. When the device door is closed, the regulator opener opens the cassette flow regulator and when the device door is opened, the regulator closer closes the cassette flow regulator. Engineering has determined that probable cause for the regulator closer to be disconnected is that during the installation of the fluid shield, if the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. As the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed resulting in free flow when the device door is opened. In addition, the customers report that the device alarmed n250 (door open while pumping) was confirmed during testing.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the regulator closure was out of position. Prior to testing, the device was returned to the biomedical department with a report of n250 (door open while pumping). No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the regulator closure was out of position. Prior to testing, the device was returned to the biomedical department with a report of n250 (door open while pumping). No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.